Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 03/01/2021. A photograph was provided by the account. A photographic inspection was conducted. The heater wire was observed to be flexed away from the base of the hot jaw to the tip of the hot jaw with detachment at the top of the hot jaw. No other visual defects were observed. An investigation was conducted on 03/09/2021. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away from the hot jaw from the base with detachment at the tip. No electrical testing was done due to the damage of the heater wire. The clear silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal cold jaw tip. The detached silicone was not returned for evaluation. There were no visual defects observed on the silicone insulation on the hot jaw. Based on the returned condition of the device, the reported failure "peeled;jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire". The lot # 25154525 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Device was opened for a case and they discovered that the silicone tip was broken. No harm to patient. It was not used on a patient. A different kit was opened to start/complete the case.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Device was opened for a case and they discovered that the silicone tip was broken. No harm to patient. It was not used on a patient. A different kit was opened to start/complete the case. No patient involvement.